Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2026-02219-00 for details pertinent to this event.

Event description:
It was reported that the trach tube exhibited a leakage during the first day of use. Another trach tube was used and the issue resolved. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach tube exhibited a leakage during the first day of use. Another trach tube was used and the issue resolved. There was patient involvement, no injury was reported.